Manufacturer narrative:
10 - product evaluation: lens was returned in liquid within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to manufactured within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced mild double vision. Reportedly, "the patient consistently complaints of mild double vision, which appear to be related to a slight rotation of the intraocular lens. Despite attempts to reposition it, the lens tends to rotate back to the same position. A bmu (biomicroscopy ultrasound) was performed, and a possible cyst affecting the lens position was ruled out. Due to the patient's persistent complaints, it was decided to replace the lens. This also provided an opportunity to incorporate the cycloplegic refraction, as the patient had noticed a difference in visual acuity between the two eyes." The lens was later exchanged, and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative: secondary surgical intervention to reposition, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).